Event description:
It was reported that the programmer was unable to boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not boot up, and therefore the hard drive was reimaged and the software reloaded. As error and patient information were unable to be pulled the hard drive was replaced. Product ID: 229047 software analyzer. (B)(4).